Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. This is a customer made connection which was not tie-banded by the user. The sample was not pushed over the second barb. Terumo cardiovascular systems' cardiovascular procedure kit instructions for use recommends tie-banding all connections to prevent disconnects. No leaks were found through pressure testing, which suggests that the leak occurred due to customer technique. Terumo will reference proper connection techniques to the customer. All user made connections should be tie-banded, and tubing should be pushed over the second barb. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the cardioplegia line that comes off the recirculation line that is connected to the y-connector disconnected. The product was not changed out, there was about 300 cc's of blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. Intervention was required to re-connect the tubing, re-prime, and de-bubble the cardioplegia kit. There was no pt harm.